Event description:
(B)(4). Prior to having essure placed, my periods were great! Very little cramping, very light bleeding and very regular. Immediately after having it placed my periods were horrible. Terrible cramping, excessive bleeding and longer lasting. I now have to use a tampon and a pad for the first 2-3 days of my period so I don't bleed through. I also have near constant pain on my lower left side that also shoots down into my thigh. This is very concerning to me. I also started to notice issues with my memory. I just feel foggy all the time. I never had these issues prior to essure and they all started within a month of having it placed.